Event description:
A trilogy evo device was returned for routine preventative maintenance. The ventilator was returned to the manufacturer¿s service center for evaluation. A ¿ventilator inoperative¿ alarm was observed. The ¿ventilator inoperative¿ alarm was resolved by reinstalling the device software. Final testing, including battery check, valve check, run-in testing, and cleaning, was performed, and the device passed all final tests.